Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a re-canalization to treat a lesion in the right anterior tibial artery. The 2.0x20mm armada 14 balloon dilatation catheter (bdc) showed a perforation in the body of the catheter where the thread comes out and parallel to the radiopaque marks of the balloon. Fluoroscopic image showed the guide wire was outside the balloon and parallel to the radiopaque marks. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported perforation. Based on the images received it was confirmed that the guidewire in use did not exit the balloon catheter tip as expected and appeared to have exited the guidewire lumen at a location proximal to the proximal balloon shoulder. The guidewire typically would be delivered to the location where treatment is to be done and then the otw system would be backloaded (i.e. Catheter tip over the proximal guidewire end) onto the guidewire. In this case, it is possible that during the initial loading of the device onto the guidewire that the proximal end of the guidewire punctured the guidewire lumen creating the reported ¿perforation¿ in the catheter body; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.